Event description:
It was reported that the right atrial (ra) lead dislodged. The physician attributed the dislodgement to the procedure. It was noted that the sleeve was loose. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.